Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2020-01176. It was reported the patient experienced ineffective therapy due to a lead fracture on their scs paddle lead. In turn, the patient underwent surgical intervention wherein the full scs system was explanted and replaced to address the issue to restore therapy.

Manufacturer narrative:
The lead was fractured and the ipg was already scheduled to be implanted on the day of surgery. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.